Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that a spline was bent in the pentaray. Per the event reported, the erasable programmable read only memory was read, and was found that the first usage of the device was on (B)(6) 2021 and the manufacturing date is 1-oct-2021, this indicated that the device was connected. A manufacturing record evaluation was performed for the finished device 30658484l number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions in the instructions for use: this catheter is recommended for use with an 8f guiding sheath as the distal spines may be damaged if used with a sheath that is not compatible and is recommended to collapse the spines together before insertion and avoid bending the spines. This unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates proper manufacturing in accordance with documented specifications and procedures. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab identified that a spline was bent. The finding was identified on (B)(6) 2022. It was initially reported by the customer that. The pentaray catheter was bent when it was removed from the sterile packaging. The physician did not feel comfortable with using the catheter and a new one was opened. The issue was resolved and the case continued without any further incident. No patient consequences were reported. Additional information: there was no physical damage noted to the outer box. The packaging was not damaged. No wires were exposed. The complaint device's damage did not result in any lifted or sharp rings. The catheter was not pre-shaped. The bent spline is MDR-reportable.